Event description:
It was reported that during a laparoscopic gastric bypass, the staple line dehisced. The procedure was converted to open to be completed. There is no additional info available at this time.